Manufacturer narrative:
The patient's weight was not provided. Approximate age of device ¿ 2 years and 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information: it was reported that the outside of the driveline was damaged and missing in portions. The patient was admitted. The log files showed the average power ranged from 5.2 watts to 14.9 watts, the average pi ranged from 3.9 to 7.0 and the average flow ranged from 2.9 lpm to 10.0 lpm. The data showed speed drops greater than 200 rpms below the low speed limit. A compromised percutaneous lead was suspected. On (B)(6) 2015, the manufacturer's technical services performed a driveline evaluation, which was inconclusive of a driveline issue. The white silicon shell had cosmetic damage. According to the patient, there were no alarms since the replacement of the system controller.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2012. It was reported that while in clinic on (B)(6) 2015, low speed alarms on (B)(6) 2015 were observed in the patient history. The patient reported he felt tightness in his chest during the events. Review of the data log file by the manufacturer¿s technical services revealed power cable disconnect events although the patient reported that power was connected during the time of the event. There was reported damage to the driveline that was typical of routine wear and was repaired with rescue tape and no further trauma to the driveline was reported. The x-ray images appeared to show some thinning of the driveline externally. The patient also reported damage to the white power lead of the pocket controller and the pocket controller was replaced. A second pocket controller also alarmed with a driveline fault alarm and was replaced.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
The reported low speed events were confirmed based on the analysis of the log file submitted from the customer as well as the log file downloaded from the returned system controller ((B)(4)); however, a specific cause for the low speed events could not be conclusively determined through this evaluation. Moreover, the reported damage to the outer silicone sleeve of the patient's percutaneous lead was confirmed based on submitted photos; however, the submitted photos were inconclusive for any areas of damage to the clear bionate or the underlying wires. The damaged areas had been repaired with rescue tape. Review of the log file confirmed the reported speed reductions below the low speed limit on (B)(6) 2015. The low speed events intermittently occurred over a six minute time frame and appeared to occur while the patient was operating on the power module. During the low speed events, low speed advisory alarms were active, pi events were recorded, and elevations in power (up to 14.9 watts) were also captured. Following the last low speed event at (B)(6)2015 2:04am, the pump speed ramped back up to the fixed speed setting and pump parameters stabilized. No low speed events or notable parameter changes were captured prior to or following the low speed events recorded on (B)(6) 2015 from 1:58am-2:04am. The submitted x-rays showed an area of potential breakdown of the braided shield on the external portion of the lead; however, a potential percutaneous lead wire compromise could not be determined based on the x-ray images. In addition, the technical support specialist reported that the evaluation of the patient's percutaneous lead performed on (B)(6) 2015 was inconclusive for any issues with the lead. On this date, the patient reported that there have been no further alarms following the replacement of the controller. The patient remains ongoing on (B)(4) and no additional events have been reported at this time. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.